Manufacturer narrative:
Investigation date: 01/26/16. An investigation of kangaroo epump was performed for the reported condition of the unit not reading the feed accurately. The unit was returned to the technical center for investigation. The reported condition was confirmed; the unit was not reading the feed properly. The root cause of the reported condition was due to failure of the unit¿s pcb. The unit¿s pcb was replaced to correct the problem. The unit was then fully tested and recertified. Unit passed all testing. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit was not reading the feed properly. There was no patient involvement.